Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 38 synergy stent was inside the patient during the procedure when it was noted that the proximal struts lifted from the balloon. The device was removed from the patient and the procedure was completed with another of the same device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 38 synergy stent was inside the patient during the procedure when it was noted that the proximal struts lifted from the balloon. The device was removed from the patient and the procedure was completed with another of the same device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: synergy ous mr 4.00 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent revealed proximal stent damage. Proximal strut row 1 was lifted and pulled in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 38 synergy¿ stent was inside the patient during the procedure when it was noted that the proximal struts lifted from the balloon. The device was removed from the patient and the procedure was completed with another of the same device. There were no patient complications and the patient status was stable.